Event description:
It was reported syntel 5f thrombectomy catheter has a metal spring tip on the end with a silicone cap, this cap can be taken off with fingers during graft/native fistula declotting procedure. When interventionist encounters friction, from the sheath or the vessel wall, this cap becomes loose, and the concern is that it can end in the patient's lungs. The silicone cap was placed back on the metal spring tip. No injury occurred to patient. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00138 was submitted for the second device involved in this event.

Manufacturer narrative:
The device was received for evaluation. The reported problem was confirmed. The tip of the device was confirmed to be detached. The issue is a result of insufficient glue strength at the tip of the catheter. Due to this issue an awareness memo and retraining was provided to the manufacturing team for this product. The lot history records for the device wes reviewed. Five were rejected during the rubber tip application process. However, visual inspection is performed for all devices and the remaining devices for this lot passed inspection. During manufacturing 8 samples were used for tip pull force testing. All samples passed the pull tests. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00138 was submitted for the second device involved in this event.